Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed critical pump error. The customer was assisted with troubleshooting. Customer's blood glucose level was 187 mg/dl at the time of the incident. The customer stated that they received a critical pump error image on the insulin pump's screen. The customer stated that they were swimming with the insulin pump on prior to the error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error noted in the pump history and critical pump error (open book) noted on pump history due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The insulin pump was received with moisture damage on the motor, battery tube and vibrator noted. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.